Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 358 mg/dl, 152 mg/dl, and 132 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported that the 9800 sys would not fluoro during a case. No pt injury was reported.